Event description:
The home patient's spouse contacted baxter service center for supply pick-up following the home patient's death. The patient's spouse stated, dialysis caused death during phone conversation. The patient was admitted to the hospital in 2005 for shortness of breath and expired four days after. Machine log shows last peritoneal dialysis treatment. Last reported peritoneal dialysis treatment was while hospitalized, 3 days later. The primary nurse states the patient has a history of cardiomyopathy and further stated their death was not due to dailysis. Other than patient's spouse, patient's family does not believe their death is related to dialysis. A death notification signed by the patient's nephrologist states primary cause of death as congestive heart failure, and secondary cause of death as cardiomyopathy.